Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the vessel perforation could not be definitely determined based on the information available. The physician believes the perforation was caused by the ivl. There was no reported device malfunction. Per the reported information, the device was used off label as there was a pre-existing stent present and the m5+ device is only indicated for use in de novo peripheral arteries prior to stenting. The presence of the stent could have contributed to the perforation. It was reported that the m5+ peripheral ivl catheter was used to treat a lesion in the iliac artery behind a stent which is off-label per the device instructions for use. The instructions for use state "the shockwave intravascular lithotripsy (ivl) system is intended for lithotripsy-enhanced balloon dilatation of lesions, including calcified lesions, in the peripheral vasculature, including the iliac, femoral, ilio-femoral, popliteal, infra-popliteal, and renal arteries, stenotic de novo peripheral arteries prior to stenting.". The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.

Event description:
It was reported that a shockwave m5+ peripheral intravascular lithotripsy (ivl) catheter was used during a procedure to treat a lesion in the iliac artery with a previously placed stent in place. The shockwave device was prepped successfully, and 300 pulses were delivered. It was reported that shockwave ivl was performed to treat calcium located behind the stent. After the procedure, a vessel perforation was identified. The physician believes the perforation was caused by the ivl. There was no reported device malfunction.